Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted into the tubing and there was a rupture in the tubing near the handle. The catheter has torn from the distal end of the purple shrink tube to 12mm distal to the purple shrink tube. During a function test the handle would move freely however the drive wire is ruptured through the tubing near the distal end of the handle and the basket would not advance. The distal catheter was cut to evaluate the basket, the basket was found to be fully formed and intact. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of the basket being unable to advance. The proximal drive wire has ruptured through the sheath preventing advancement of the basket. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. To prevent damage to the device, the instructions for use (IFU) states, "this device should never be coiled in less than an 8-inch (20 cm) diameter." The instructions for use (IFU) states, "confirm the desired position of the basket sheath relative to the target. Advance the basket out of the sheath. Caution: pulling on the sheath while advancing or retracting the basket may damage the device, rendering it inoperable." Basket deployment difficulties and buckling of the drive wire can occur if the device experiences excessive pressure. Resistance in basket extension and damage to the outer catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic removal of bile duct stones, the physician used a cook memory ii double lumen extraction basket. It was reported that after inserting a wire guide into the bile duct, mb-35-2x4-8 was opened and advanced along the wire guide. Gallstones approximately 2 to 3 mm in size were extracted using the device and replaced with the cannula. After cholangiography, a small residual stone was found, so the device was advanced into the bile duct again along the wire guide and an attempt was made to extract the small residual stone, but the basket would not open. The procedure was completed by using another mb-35-2x4-8. There was no reportable information at this time. The device was received on (B)(6) 2024 and per initial qe evaluation, "the drive wire is ruptured through the tubing near the handle." This is a reportable malfunction. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.